Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stimulation failure could not be conclusively determined.

Event description:
During the procedure, the generator remained at zero volts when attempting to apply stimulation. The procedure was cancelled due to the issue and there were no patient consequences.